Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Please, explain how the device 'did not work properly'. Did the generator display any error messages and if so what were they? Had the device been working and then stopped?

Event description:
It was reported that during an unknown procedure, from the beginning, the instrument did not work perfectly. It produced a lot of steam. During the operation the white tip from the tip of the instrument got broken and fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). New information received. The complaint no longer meets the criteria of a reportable event. New information received: the tissue pad detach from the clamp, but did not fall in to the patient. There were not any change of plan of care for the patient. Unknown information if the surgeon activate the device when there were not tissue between the jaws. The detached piece is still attached to the instrument and has been sent to together with the instrument. From the beginning the device was creating more smoke/steam during activation than normally. The device worked but not in a proper way. Unknown information if the generator display any error messages.